Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: gu lc, peng y, zhang y, gong xy, su t, chen gx. Enhancing treatment outcomes for acute periprosthetic hip joint infection: optimizing debridement, antibiotics, and implant retention through vacuum sealing drainage in the deep tissue. Arch orthop trauma surg. 2024 dec 16;145(1):54. Doi: 10.1007/s00402-024-05649-z. Pmid: 39680189. Objective/methods/study data: the objective of this retrospective study was to evaluate the effectiveness of vacuum sealing drainage as an adjunct to irrigation and debridement in managing acute periprosthetic joint infection (pji) while retaining the well-fixed implant. Between january 2014 to february 2021, a total of 45 patients were included in the study with a mean follow-up of 45.62±13.87 months. There were 28 males and 17 females with a mean age of 63.29±17.74 months. Among the 45 patients included, 42 underwent unilateral procedures, and 3 underwent bilateral procedures. Initial interventions included 30 primary tha, 2 hemiarthroplasties, and 13 revision tha cases. All implants were cementless which includes pinnacle, trilock (depuy) in 8 patients, pinnacle, corail (depuy) in 12 patients, pinnacle, s-rom (depuy) in 5 patients, self-centering cup, corail (depuy) in 1 patient, and competitor devices for the rest of the patients. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes pinnacle and self-centering cup; depuy synthes trilock, corail, and s-rom stem. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct pinnacle (qty 25): (n=25) acute periprosthetic joint infection (pji); underwent debridement, irrigation with component retention, and application of vacuum seal drainage in the deep portion surrounding the infected sites. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct (qty 1) - for self-centering cup: (n=1) acute periprosthetic joint infection (pji); underwent debridement, irrigation with component retention, and application of vacuum seal drainage in the deep portion surrounding the infected sites. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct tri-lock (qty 8): (n=8) acute periprosthetic joint infection (pji); underwent debridement, irrigation with component retention, and application of vacuum seal drainage in the deep portion surrounding the infected sites. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct corail (qty 13): (n=13) acute periprosthetic joint infection (pji); underwent debridement, irrigation with component retention, and application of vacuum seal drainage in the deep portion surrounding the infected sites. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct srom (qty 5): (n=5) acute periprosthetic joint infection (pji); underwent debridement, irrigation with component retention, and application of vacuum seal drainage in the deep portion surrounding the infected sites. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct pinnacle and unk hip femoral construct corail (qty 1): a 74-year-old male patient had acute periprosthetic joint infection (pji); underwent debridement, irrigation with component retention, and application of vacuum seal drainage in the deep portion surrounding the infected sites. The patient experienced failure/recurrent pji at the latest follow-up after dair and vsd; underwent debridement, implant removal, and spacer implantation; also treated with vancomycin and levofloxacin. A 42-year-old male patient had acute periprosthetic joint infection (pji); underwent debridement, irrigation with component retention, and application of vacuum seal drainage in the deep portion surrounding the infected sites. The patient experienced failure/recurrent pji at the latest follow-up after dair and vsd; underwent debridement, implant removal, and spacer implantation; also treated with vancomycin and rifampicin. A 66-year-old male patient had acute periprosthetic joint infection (pji); underwent debridement, irrigation with component retention, and application of vacuum seal drainage in the deep portion surrounding the infected sites. The patient experienced failure/recurrent pji at the latest follow-up after dair and vsd; underwent debridement, implant removal, and spacer implantation; also treated with vancomycin and levofloxacin.